Event description:
In was reported that during a procedure, the cardiac perforation occurred during a ventricular tachycardia ablation procedure. The physician successfully performed the transseptal puncture with st jude medical's sheath and needle using the webster quadripolar catheter as a reference in his position. No difficulties were encountered. After that, he inserted the smarttouch catheter into the patient's left atrium, through the transseptal sheath. The physician had difficulties to access the left ventricle and was trying different approaches and loops to get into the left ventricle. Finally, he obtained ventricular electrogram and he decided to zero the smarttouch catheter and start mapping. After a few minutes he realized the movement of the catheter, the map created and the signals obtained were more typical of the epicardium. The physician immediately checked with echocardiography, flushed the sheath with contrast and concluded that the catheter and sheath were in the epicardium. The physician stopped the heparin and pulled back the sheath. After that the patient`s blood pressure started dropping to very low levels and the echocardiography showed pericardial effusion. The physicians performed a pericardiocentesis and started draining the blood. The patient required life-threatening surgery. The surgeons informed that the left atrium appendage was perforated and the transseptal sheath was in the pericardium across the left atrium appendage. The physician stated that the perforation might have occurred with the navistar thermocool smarttouch catheter when trying to introduce it into the left ventricle, and after that he pushed the sheath in for better support during the mapping phase. After surgery, the patient was stable. The event required a thoracotomy procedure and surgery to extract the transseptal sheath and suture the perforation of the left atrium. The event required hospitalization after the surgery.

Manufacturer narrative:
The patient was stable recovering in the hospital from the thoracotomy procedure and outcome of this adverse event was fully recovered. Physician¿s opinion regarding the causality of adverse event was procedure-related. The concomitant products: smart touch bidirectional model# d-1327-04-s, lot # unknown (not marketed in us). Coolflow pump model# m-5491-01, serial # (B)(4). Coolflow tubing set model# d-1233-01-s, lot# unknown. C3 interface cable - therapeutic model# d-1286-03-s, lot# unknown. C3 interface cable ¿ diagnostic model# d-1287-01-s, lot# unknown. Stockert model# 39d-76x, serial # (B)(4). Carto 3 model# m-4800-01, serial # (B)(4). (B)(4).